Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was high but that an alarm wasn't received. Customer's blood glucose was around 400 mg/dl at the time of incident and he indicated that he went to the emergency room no further information was provided.